Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion with calcification was located in the moderately tortuous mid right coronary artery. The physician advanced the 3.25x20mm quantum maverick balloon catheter to the lesion and "upon inflation the balloon ruptured". There were no pt complications. The procedure was successfully completed with a different device. Pt's status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.